Event description:
Customer's meter would only prompt the "clean test area" message. No symptoms and no results were reported. Pt did not receive any medical care beyond home treatment. No adverse events or serious injury occurred. Customer explained that pt had cleaned meter properly and had replaced the batteries. Ccr walked pt through a check strip test and the meter would only prompt the "clean test area" message. Ccr replaced meter because issue could not be resolved.